Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the dentist informed that he did not have information about lot number of the product. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4) - the dentist reported that, 6 months after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. 25 ncm of primary stability was achieved. The patient presented bone type iii.